Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. Same case as 2134265-2009-03019, 2134265-2009-03022, 2134265-2009-03024, 2134265-2009-03026, 2134265-2009-03028. It was reported that after a coronary artery stenting procedure the patient reported having chest pain. The patient was on a previously prescribed 75mg daily regime of clopidogrel. The proximal right coronary artery (prox rca) mid rca and the distal rca were treated with overlapping 2.75x28 mm, 2.75x20 mm and 3.0x24 mm taxus liberte stents. Residual stenosis was less than or equal to 30%. The proximal left anterior descending (prox lad) and the first diagonal (1st diag) were assessed as a type d bifurcation lesion and treated via provisional t-stenting. The main vessel was implanted with a 2.75x28 mm taxus liberte stent. Residual stenosis in both the main vessel and side branch was less than or equal to 30%. The mid left anterior descending (mid lad) and the additional first diagonal were assessed as a type d bifurcation lesion and treated via provisional t-stenting. The main vessel was treated with a 2.75x28 mm taxus liberte stent with a 2.5x20 mm taxus liberte stent implanted distal to the main vessel stent. Residual stenosis in both the main vessel and side branch was less than or equal to 30%. Revascularization was incomplete. The distal circumflex artery was not treated due to lesion anatomy. The patient was discharged the next day on clopidogrel and aspirin. About 1075 days after the index procedure the patient was hospitalized for chest pain. Cardiac enzymes were negative and there were no new ECG changes. The next day the event was resolved, no residual effects, and the patient was discharged. The patient received no treatment for the chest pain.